Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event additional suspect medical device component involved in the event: product family: scs-paddle leads upn: (B)(4). Model: sc-8216-70 serial: (B)(4). Batch: 13670950.

Event description:
It was reported that the patients ipg was non-functional. The patient underwent a spinal cord stimulator explant procedure. No other information has been obtained despite good faith efforts.